Manufacturer narrative:
The sample is random urine. No sample issue was noted. No system issue was noted. Bci inquired if any other chemistries were affected and if any instrument service had been performed. A root cause has not been determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect microalbumin (ma) results generated by image immunochemistry system. The microalbumin results were very different among three image systems and were also inconsistent on the same instrument. The results were not reported out of the laboratory. Although the customer mentioned three image systems, data from the customer included only two instruments. The results from the other instrument are reported in medwatch #2050012-2011-00569. There was no effect to the patients.